Event description:
Right side pain persistant for a year undiagnosed, seen multiple doctors. Multiple undiagnosed symptoms: hair loss, liver pain, ibs, hormonal unbalance, shakiness, muscle weakness, headache, blurry vision, joint pain.